Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg would not communicate with external devices or provide therapy. A manufacturer representative interrogated the system and confirmed the issue. In turn, the patient underwent surgical intervention wherein the scs ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was replaced, and not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.